Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, vent tubing became dislodged from the endotracheal tube. It was reported that as the connector for the endotracheal tube fit perfectly into the esophageal temperature probe, the vent was inadvertently hooked up to the esophageal temperature probe thereby ventilating the esophageal temp probe. Customer reported that the patient was resuscitated however, no re-intubation required. Patient passed away from unrelated reasons.